Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The battery was installed into pca system and it failed at power on with error 802 and 824. Battery indicator on the tiller flashing red. The unit also failed on the bbm test fixture. A follow-up MDR will be submitted if additional information is received this complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair procedure, the system generated a non-recoverable error 86. The site attempted troubleshooting by a power cycle, at that time the system generated a different error, 802. The intuitive surgical, inc.(isi) technical support instructed the customer to power cycle the system, the breakers and perform an emergency power off (epo); however, the issue persisted . At that point, the surgeon decided to convert the procedure to a laparoscopic surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse)) was dispatched to the facility and was able to confirm the reported failure and replaced the battery to resolve the issue.